Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center displayed a b30 communication error message when connected to all scopes. The issue occurred when preparing the device for use. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was confirmed. The unit was producing a b30 scope communication error due to a worn-out scope socket. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, and while a definitive root cause could not be established. Investigators believe the reported failure could possibly be traced to the worn-out scope socket found during the device evaluation. Olympus will continue to monitor the field performance of this device.